Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg) of over 500 mg/dl, cause was touchscreen training issue. Customer administered manual injections to address bg level. Reportedly the customer continued to use the pump for insulin therapy.